Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, low battery alert, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to blank display. Unable to verify no excessive no delivery or occlusion due to blank display. Device received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turned off suddenly and received multiple error alarm. The customer's blood glucose level was 107 mg/dl. The customer stated that there were not unattended alarms and insulin pump was not dropped. The customer stated that the battery cap was not loose, cracked or damaged. The customer reported that the insulin pump had issue of no delivery alarm. This was the second occurrence of off no power without a low battery warning. Insulin pump will be returned for analysis.